Event description:
It was reported that the intrathecal catheter had dislodged from the intrathecal space. The dislodgement was verified by x-ray. The patient underwent a catheter revision. No patient symptoms were reported.

Manufacturer narrative:
Result code used for the catheter.